Event description:
It was reported the 511sd was used during an unknown procedure. It was reported by the affiliate the safety reset button would not work properly. The device was not used on the pt. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot identification. Endopath dilating tip trocar: based upon the inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to how the event occurred. The devices were tested and found to arm as received. No anomalies could be identified during testing.